Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-06650. It was reported that the burr became stuck in the rotawire. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink¿ plus and rotawire were used to treat the target lesion. During the procedure, it was observed that the burr could not be removed from the rotawire. The rotalink¿ plus and the rotawire were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Advancer was also returned. The burr unit & the advancer unit were connected together. A guidewire was returned inserted the rotablator unit¿s. The rotawire was kinked throughout the device. The rotawire could not be removed from the device. A visual examination was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined. The annulus was blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06650. It was reported that the burr became stuck in the rotawire. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, it was observed that the burr could not be removed from the rotawire. The rotalink plus and the rotawire were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.